Manufacturer narrative:
The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Healthcare professional reported left side "few folds," "little fluid," "small cysts," and "small axillary lymph nodes are inflamed." Device remains implanted.